Manufacturer narrative:
In this case, the reported unintended movement associated with clip opened during efaa could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported unintended movement of clip opened while establishing final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional tricuspid regurgitation (tr), restrictive septal leaflet and restrictive septal leaflet for a triclip procedure. During the procedure, one triclip was successfully implanted at antero-septal region. An attempt was made to deploy triclip 50417r1078. The clip was unable to pass establish final arm angle test before deployment. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional tricuspid regurgitation (tr), restrictive septal leaflet and restrictive septal leaflet for a triclip procedure. During the procedure, one triclip was successfully implanted at antero-septal region. An attempt was made to deploy triclip 50417r1078. The clip was unable to pass establish final arm angle test before deployment. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.